Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: underweight, opening on posterior and red particles in the shell. A visual and microscopic analysis was performed which identified: sharp opening on posterior, stress marks and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior of opening device assessed as a surgical impact opening, for the stress mark in the shell. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product.

Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to the patient's concern with the product and rupture discovered during surgery. Further reported was capsular contracture, baker grade unknown. The device has been explanted.